Event description:
This 73 y/o patient underwent tha with gxl acetabular liners of the right hip (novation crown cup gxl neutral liner, group 3, 30-32-53, sn (B)(6) 2019 and of the left hip (unknown gxl liner) in 2021. The initial reason for tha was primary coxarthrosis. As part of the manufacturer¿s recall, the patient was brought in for evaluation. X-ray examination revealed clear decentralization of both prosthetic heads and an unusually large area of osteolysis in the acetabulum and os illium on the right hip, which represent signs of premature wear of the acetabular liner. On (B)(6) 2023, the patient underwent revision of the right hip with a novation xle neutral liner, group 3, 36 mm i.d., ref 140-36-53, sn (B)(6). In addition to the inlay replacement, the surgeon performed curettage and sealing of the cysts in the acetabulum using allogeneic cancellous bone. The femoral head was also exchanged. The lysis in the iliac bone was further clarified using scintigraphy without any significant pathological findings. The replacement operation on the left hip is still pending (case-(B)(4)/bfarm reference not available).

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6): 180-01-56 - crown cup,cluster-hole gr.56. (B)(6): 180-01-58 - crown cup,cluster-hole gr.58.

Manufacturer narrative:
Section h10: (h3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and osteolysis as specified in an hhe: significant edge loading of the femoral head on the acetabular liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed from the reported information.